Event description:
It was reported the pt's stimulation was turning off. She stated it had happened 2 times now where stimulation turned off by itself. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).